Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
The pt reported the display of her infusion device is damaged and unreadable and she experienced elevated blood glucose of 300 mg/dl. She bolused through the infusion device but was not able to lower her blood glucose. She switched to her backup infusion device and her blood glucose decreased. She believes the basal rate was not correctly delivered. No further info is available. The pt did not require assistance from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned eval.